Event description:
It was reported that while on a patient the v500 had the display go blank and the c500 shutdown. No patient injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation was based on the reported information. Based on the information available it can be determined that there is a persistent solid-state disc (ssd) fault. A large log file was not available due to the faulty solid-state disc. The faulty solid-state disc must be replaced. If the ssd is not accessible for the microprocessor system, the safety software initializes a warm start of the cockpit infinity c500. If the ssd is not accessible even during the warm start, the cockpit's boot process cannot be completed. A corresponding error message is displayed on the black screen and the acoustic auxiliary alarm is activated after 45 seconds at the latest. In this case, the ventilation continues with the set parameters. Monitoring functions and the user interface of the cockpit are not available. Safety-relevant parameters such as fio2, minute volume or airway pressure are displayed in the additional oled display, in which the user can see the ongoing ventilation. The number of similar cases, related to th.